Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient received a patient notifier from the securesense algorithm that the right ventricular lead was oversensing noise. The lead was then capped and replaced on (B)(6) 2020. The patient was in stable condition throughout, with no adverse consequences due to the oversensing.